Event description:
Caller reported that the battery of a t:slim x2 pump would not charge, and despite trying different wall adapters and charging cables, the issue remained unresolved. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump with a new one that includes updated software. The customer will use multiple daily injections (mdi) as backup therapy to maintain insulin delivery until the replacement pump is received.